Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d314drm implantable cardioverter defibrillator (B)(6) 2013; 6947m62 implantable tachy lead (B)(6) 2013. (B)(4).